Event description:
It was reported that during a surgical procedure with cranial software the navigation system shut down. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information: the reported event of a slow computer and unconventional restart couldn¿t be confirmed as neither the replaced computer nor the log files and patient folder was available for evaluation.

Event description:
It was reported that during a surgical procedure with cranial software the navigation system shut down. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.